Manufacturer narrative:
(B) (4).

Event description:
Boston scientific crm received information from a boston scientific field representative that this patient was diagnosed with an infection, and passed away during a subsequent surgical attempt to extract the associated leads. It was reported the patient¿s superior vena cava was torn during the use of the lead extraction tool. There were no allegations against this lead.

Manufacturer narrative:
(B) (4).

Event description:
The patient was experiencing significant worsening in spasticity, significant pain in back and tightness in arms and legs. The catheter was explanted and replaced. The patient recovered without sequela. The pump was used to deliver baclofen concentration 2000 mcg/ml, continuous infusion dose of 200 mcg/day and rate of 0.1 ml/day.

Manufacturer narrative:
Per the patients's surgeon, the device was explanted on (B) (6), 2010 and the patient was reimplanted with another device during the same surgery.(B) (4).

Event description:
Per the clinic, the patient underwent revision surgery (B) (6) 2009 (day not reported) to reposition the device that was extruding through the skin. Post surgery the patient experienced a decrease in performance. The results of an integrity test (B) (6) 2010 indicate normal receiver stimulator function with multiple electrode anomalies. Explant and reimplantation is planned but had not taken place at the time of this report (B) (4).